Manufacturer narrative:
Findings: unit passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 120 mg/dl at the time of the call. Customer uses the sensor feature on the pump. Customer states they are able to complete the rewind sequence. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.